Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [30523496m] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. One hour post procedure, the patient returned to the ward and a cardiac tamponade was noted. There was no st elevation or decrease in blood pressure observed during the procedure. Pericardiocentesis was performed and there was no need for surgical repair. The patient¿s condition is improved. It is unknown when the tamponade occurred, however, the physician stated that it was definitely while undergoing ablation. The physician also commented that the product used for ablation was probably related, but he did not know which product was involved. Prior to noting the CT ablation was performed. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.